Event description:
Patient was admitted for device upgrade and scheduled for lead extraction (3 leads). A 16f laser sheath, 11f sub-c and 13f tightrail were utilized to remove three leads without clinical consequence, initially. The 13f tightrail device was used to remove the lv lead. Post extraction, however, anesthesia noted an effusion with patient's blood pressure dropping as well. Rescue efforts commenced, including sternotomy, and a 1 cm tear was found at the coronary sinus and was repaired. Patient survived procedure.